Manufacturer narrative:
Hamilton medical ags reference: (B)(4) investigation is still ongoing.

Event description:
Hamilton medical ag received the following event description: during the use of the equipment, there was a fault prompt, indicating the need for turbine maintenance. An additional device was required. No further clinical signs, symptoms or conditions and no health consequences or impact, were reported. The investigation to verify the allegation is still in progress.

Manufacturer narrative:
Hamilton medical ags reference: (B)(4). Hamilton medical ags conclusion: based on the investigation report provided by hamilton medical technology (beijing) co., ltd, it was determined that preventive maintenance was required, but no malfunction was detected on the device. Additionally, it was reported that the hamilton-c2 device has reached the end of its life cycle and has been discontinued.